Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: product analysis confirmed that there was fluid in the scope connector and the charged coupled device unit was defective, which prevented the image from displaying and caused the communication problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis the technical assistance center (tac) representative indicates that an e315 error code and no image was found. There was no patient involvement.